Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was broken, and the extrusion at the distal tip was ripped from the wide brown band to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. Examining the distal end of the device, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was discolored from usage and the broken ends of the cutting wire appeared burnt/blackened. The cutting wire was measured to have broken at approximately 18 mm from the distal pierce hole. The od of the exposed cut wire was measured and found to meet the specification. The condition of the returned unit was consistent with the customer complaint that the cut wire was broken. The wire was discolored from use and appeared burnt/blackened. However, this condition runs contrary to details provided by the account which indicate that no electric current was sent to the device. Therefore, the most probable root cause is operational context since the damage is likely due to the procedural factors/generator settings. A review of the device history record (DHR) was performed and confirms that the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2010-00408 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown. Patient (B)(6) old). According to the complainant, during the ercp procedure, the device was advanced down the scope and positioned at the common bile duct. When the sphincterotome was bowed, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The cut wire did not completely detach as it remained connected at the distal tip. The entire device was removed from the patient. A second hydratome was opened and positioned at the common bile duct and the same thing happened. The procedure was completed with a third hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Customer indicated that no electric power was applied to the devices.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2010-00408 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (patient age, gender and weight are unknown. Patient over 18 yrs old). According to the complainant, during the ercp procedure, the device was advanced down the scope and positioned at the common bile duct. When the sphincterotome was bowed, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The cut wire did not completely detach as it remained connected at the distal tip. The entire device was removed from the patient. A second hydratome was opened and positioned at the common bile duct and the same thing happened. The procedure was completed with a third hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender and weight are unknown. Patient over 18 yrs old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).